Event description:
A reliant balloon was intended to be sued during an unknown endovascular procedure. It was reported that during device preparation in accordance with the instructions for use, the balloon rupture when it was inflated for air removal and therefore was not used in the patient. The device was inspected prior to the inflation attempt and no issues were identified. The nurse and physician noted that the reliant balloon was used in accordance with standard practice. A non-medtronic device was used to continue the procedure. Per the physician the cause of the event was due to a device issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.